Event description:
It was reported that after a supply change, the patient was not receiving readings and there was concern that insulin delivery might not be occurring, with an occlusion alert considered during troubleshooting. Symptoms included high blood glucose with a blood glucose level of 296 mg/dl. Outcomes included the need for troubleshooting and education, with no alarms documented. Investigation included a review of device performance through customer interview and troubleshooting guidance. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that no device malfunction could be confirmed based on the available information, and the event was not life-threatening. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.